Event description:
The rotator broke during infusion. Pressure limit: 850 psi. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device was returned for eval. The device was examined visually and the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. Complaint data base was reviewed and found no similar complaints for this lot number. Similar devices underwent various testing protocols to determine root cause(s). The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken. Device history record was reviewed, complaint data base was reviewed.